Manufacturer narrative:
The driveline was not returned as it remained implanted. Review of the manufacturing documentation confirmed that the associated driveline met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed as log files were not available for analysis. Contamination was found surrounding the area around the driveline port of the controller, however, this finding did not have an effect on the capability of the connector to establish a stable connection. The reported event could not be confirmed during bench testing. In the absence of a device malfunction, a root cause cannot be established. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00905 and 00906) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00905 and 00906) submitted for devices related to the same event.

Event description:
It has been reported from the u.s. That the patient arrived at the center for controller change out as his connections to power have been spontaneously becoming disconnected. According to the mcs coordinator, "I removed controller (B)(4) from patient's ac because his battery connection was spontaneously disconnecting on one side. When switching him to the new controller ((B)(4)) it took me 3 times to connect the driveline securely so as not to pull it off in tugging to ensure connection. The connector did not look notable in sanitation or function." Patient tolerated switch out well and driveline securement ensured by tugging on it after connection. Power connections are solid. This is the same patient that had issues this fall. Connection secure, verified by the mcs coordinator, patient education regarding connections reinforced by coordinators. Coordinator followed up with patient this morning (B)(6) 2015, "I spoke with the patient this morning who assures me that his driveline remained/remains secure and that he knows what to do if it becomes disconnected (which I witnessed also in the clinic yesterday with the repeated disconnects)." Investigation is ongoing.